Manufacturer narrative:
B3: the event occurred on an unreported date in nov 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, every alternate day, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the peritonitis event. On an unknown date, pd therapy was discontinued, the patient was transferred to hemodialysis. It was reported that patient retraining will be started. No additional information is available.